Event description:
The customer reported the system displayed ad channel 8 and 15 error messages. An ad channel 15 error message will result in a system shut down during start up and prohibit the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator driver board was replaced. The system was then found to be operating as intended.